Event description:
It was reported that the system 9800 displayed a "low ma" error after fluoroscoping. It was further reported, that the images were grainy and that some stored images could not be recalled. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunctions were verified. It was determined that the generator batteries were weak and needed to be replaced. Also the backplane circuit board was suspected to have also contributed to the low ma issue and also was replaced. The workstation hard drive was replaced to correct the issue of file storage. The system was tested and found to be working as intended and placed back into service.